Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the distal bile duct. A 8x60x75mm epic¿ stent was advanced to treat the lesion. When the stent was deployed about 2.5cm, the release of stent was stopped and the position was checked. However, it was noted that the stent has been deployed despite released was stopped. No issue was noted with the placement or position of the stent and the procedure was completed with another 8x60x75mm epic biliary stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. There was damage noticed on the catheter shaft at 3.5cm from the markerband. The stent was not returned in the device. There was a kink on the inner liner 4.3cm from the tip. The thumbwheel and the handle were at its furthest travel, which indicates a full deployment of the stent. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the distal bile duct. A 8x60x75mm epic stent was advanced to treat the lesion. When the stent was deployed about 2.5cm, the release of stent was stopped and the position was checked. However, it was noted that the stent has been deployed despite released was stopped. No issue was noted with the placement or position of the stent and the procedure was completed with another 8x60x75mm epic biliary stent. No patient complications were reported.